Event description:
Boston scientific received information that this product is part of a planned system explant due to a patient infection. There was no report of adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this product was explanted. No adverse patient effects were reported.